Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt who is a nurse contacted lifescan alleging the one touch ultra 2 meter was reading inaccurately high. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said she got a "hi" reading on her meter on the day before, at around 5:27 pm. She took 20 units of novolog at that time. It is noted that the pt adjusts her insulin, possible based on meter readings. About an hour later, the pt went to work at the hospital (she is a night nurse) and felt shaky. She took another test at that time and obtained a reading of 353 mg/dl on her meter. She tested on the hospital's meter and obtained a reading of 99 mg/dl sometime after that. It would be helpful to know the pt's medication regimen, her testing frequency, and how the symptom was treated. It was determined during the troubleshooting telephone call, the pt's testing technique was correct and the puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the pt alleged she obtained an inaccurate high reading, possibly adjusted her insulin due to the reading, and suffered a symptom indicative of hypoglycemia, after the reported issue.